Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The ventilator passed 98 hour extended tests at the customer's settings. The ventilator passed the lap top ventilator final test which included many ventilation and alarm functions. The ventilator was thoroughly inspected. Internal inspection did not reveal any abnormalities. External inspection of the pigtail showed no signs of frayed cabling. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1150 shut down while connected to a patient. The patient's wife stated the unit went black and a loud continuous alarm rang. The ventilator would not power back on while in the house. Changing plugs did not work. The ventilator continued to alarm for hours. The customer stated the patient did survive and there was no patient harm associated with the reported event.